Event description:
It was reported, by the patient, that she underwent removal of a right posterior intra-articular mass from her knee on (B)(6) 2103 and a topical skin adhesive was used. She states she told the surgeon prior to surgery that she bruises and bleeds very easily and not to use skin glue. When she was in the recovery room she experienced severe pain at the incision site. Four days later, she was experiencing itching at incision and went to see the surgeon. At that time she discovered the surgeon had applied a topical skin adhesive to the incision which was over a foot long and a blood blister had formed under the incision. The surgeon told her to go home and straighten the knee thereby forcing the blood blister to break and causing oozing from wound. The incision site had to be debrided several times in the surgeon¿s office and wet to dry dressing was used. Two and a half months after the initial surgery she had a second surgery to close the incision site. She then developed keloids and had to have a third surgery to remove them. She continues to have numbness in the back of her leg. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.